Event description:
(B)(4). I have problems from the first day they put me essure I have many health problems, the first was I had my period and for three months and was told that regular hera thing I do not think that is normal, many headaches, fatigue, aches back, a lot colicky pain, blood clots in my time, depression, anxiety, fatigue, weight gain, vaginal infections very frequent,I need, I removed essure can not keep living like this, all the time I feel very bad